Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, cat#: 00801803202, lot#: 61502850. Unknown cup. Unknown liner. Reported event was unable to be confirmed due to limited information received from the customer. Part and lot identification of the stem are necessary for review of device history records, neither were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent an initial total hip arthroplasty on unknown date. Subsequently, the patient was revised due to pain caused by corrosion and aseptic lymphocyte vasculitis-associated lesion. No further event information is available at this time.